Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: extension. Analysis found that the conductors were broken in the body of the extension. All codes apply to the extension. Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported there was high impedance when using the extension. No causes were known. They tried to reconnect the extension to the battery, as well as the lead to extension with no benefit. The extension was replaced and the issue resolved. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.